Event description:
It was reported the patient experienced dizziness due to the right ventricular (rv) lead exhibiting intermittent capture, varying impedance and a gradual increase in threshold over the past year. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 4092-52 implantable pacing lead implanted: 2002 (B)(6); product ID 568-45 implantable pacing lead implanted: 2002 (B)(6). (B)(4).